Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported by an MRI technician that the patient stated the ins was turned off or wasn't working so they could perform the MRI. There were no further complications reported/anticipated.